Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was 497 mg/dl at the time of the incident and the customer's blood glucose was 459 mg/dl at the time of call. The customer also reported that he experienced high blood glucose, stomachaches and not eating. The customer reported that the cause of urgent care visit was hyperglycemia maybe due to the flu. The customer also stated that took several units of insulin via manual injections. The time of the urgent care visit was 8pm and the date of the emergency visit was (B)(6) 2015. The customer mentioned that the customer's blood glucose was 439mg/dl at the time of the urgent care visit. The time of the last urgent care visit was 1pm and the date of the emergency visit was (B)(6) 2015 and his blood glucose was 387mg/dl. The customer stated that the customer was wearing the insulin pump at the time of the emergency room visit. The insulin pump will not be returned for analysis.